Event description:
The customer contacted therakos to report during a market research study the patient reported they experienced a centrifuge bowl leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer was unable to provide additional information regarding the incident such as the facility where the treatment was received, or the date of event. There was no report of patient harm associated with this event. No product was returned for evaluation.

Manufacturer narrative:
The system was used for treatment. A kit lot number was not provided; therefore, a batch record review could not be performed. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. The assessment is based on the information available at the time of investigation. At the time of this report, the market researcher was contacted for further information. A final report will be submitted when additional information is available. (B)(4), (B)(6) 2026.